Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was seen in the emergency room after being unresponsive for 15 to 30 minutes. X-ray showed that the ventricular lead was not all the way connected through the second set screw. The device was explanted and replaced. No patient complications have been reported as a result of this event.